Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. This investigation has now been closed and recorded as insufficient information to determine a root cause. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered.

Event description:
It was reported that when using a renasys touch and a canister with npwt, a full alarm occurred even though the canister was not full. Because there were no canisters to replace that day, the customer continued to treat with gauze. The next day, the canister was replaced and treatment resumed. There was no harm to the patient. It took a day to replace the canister.